Manufacturer narrative:
The device was returned for evaluation. Visual and optical examination of the set screw and mas shows the threads of both the set screw and mas are damaged; the damaged is concentrated to one side of the threads. The set screw has not been broken off. There are markings inside the head of the mas that indicate the rod had been reduced. The head of the mas appears to have become slightly splayed this could have lead to the threads jumping.

Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 8670855; 510k #k000453 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a plif procedure, the set screw could not be inserted to the pedicle screw head at left l5. Both pedicle screw and set screw were replaced with new ones. It was found after the procedure that the set screw was damaged. No patient injury or complication was reported.